Event description:
Customer reported device = 70 mg/dl. Customer was having seizures. Spouse called paramedics. Paramedics device = 15 mg/dl. No further treatment or additional information regarding the incident was provided. A request was made for return product and replacement product was sent.